Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient experienced lost stimulation. It was noted that the leads were migrated due to clik x MRI anchors being used. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient experienced lost stimulation. It was noted that the leads were migrated due to clik x MRI anchors being used. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5005841, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient experienced lost stimulation. It was noted that the leads were migrated due to clik x MRI anchors being used. The patient underwent a lead replacement procedure and was doing well postoperatively.